Manufacturer narrative:
Product ID: 4351, serial# (B)(4), product type: lead. Product ID: 4351, serial# (B)(4), product type: lead. (B)(4).

Event description:
It was reported that the device was explanted on (B)(6) 2001, noting ¿leads in place.¿ it was noted that the patient ¿complained chronically about pain at pocket site¿ prior to reposition, so a decision was made in (B)(6) 2001 to remove the device. It was noted that the patient had significant improvement of her symptoms of gastroparesis post implant, but unfortunately had unresolving pain. See manufacturing report #s 6000032-2014-00138 <(>&<)> 6000032-2014-00139.